Manufacturer narrative:
The insulin pump was received intermittent button response noted during testing due to corroded keypad traces. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the key pad were not working and they had a no delivery alarm. The blood glucose readings were around 400 mg/dl. The insulin pump will be replaced. Nothing further reported.